Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated same information which was previously reported. Patient said would like to have implant removed. I reviewed the listings that were sent and patient said called one of them but was told they weren't able to perform. Patient rep came on the line, reviewed recommendation to contact other listings and requested the phone numbers of other listings.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the caller indicates that the device is causing discomfort for the patient and they would like to have the device removed. The patient rep states that the patient moves just wrong and it just kills them, like a needle is stabbing them, and that it has gotten worse. The patient states that they are not feeling any electrical activity, but it's the physical device that is causing the pain. The patient rep stated that the patient no longer needed the device and that the patient was getting up in the middle of the night to use the bathroom just fine. The patient also expressed dissatisfaction of her implant process, and recounted that it took 5 surgeries to achieve proper placement. The patient also recounted that hcp stated that the device was initially implanted too low, and that hcp repositioned the ins higher, then later "someone turned it of f". Agent emailed patient physician listings in the patients area and referred the patients back to an hcp for discussions of device removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.